Manufacturer narrative:
Product event summary: one (1) pump and (1) controller with unknown serial numbers were not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system - controller / model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk / UDI #: (B)(4) / device available for evaluation: no / mfg date: unk / h5: no / (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for trauma / accident. There was a broken pin inside the controller. A controller change was completed with a back-up controller, a new controller was ordered to replace the back-up and the patient stayed hospitalized until the new controller was received. The ventricular assist device (vad) remains in use. The controller was exchanged. No further patient complications have been reported as a result of this event. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.